Event description:
Prior to novasure endometrial ablation, the physician performed an uneventful myosure tissue removal procedure. During the ablation, after several attempts to pass cavity integrity assessment (cia) tests using two disposable devices, the "fluid deficit went from approx 500 to 900 in less than a minute". At this time, the physician suspected a perforation and aborted the procedure. On (B)(6) 2012, it was reported that there was no medical intervention needed. The pt was discharged the same day and is currently "doing fine". A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this suspected perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. IFU, according to the instructions for use (IFU) warning: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).